Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A (B)(6) reported via phone call that the insulin pump had a button error alarm. The caller stated that the insulin pump had been exposed to humid weather. Blood glucose level at the time of the incident was not provided. The caller was advised to have the customer's parents call back to request a replacement insulin pump.